Event description:
After inserting the IV, the nurse pulled the stylet to remove the needle. As she was pulling, the stylet separated from the needle and the stylet puller separated from the stylet.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted.